Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cabinet was displaying issues with the latches. A field service enginner replaced the latch and harness to resolve this issue. The system functioned as intended after field service enginner troubleshooted the device.

Event description:
It was reported by the customer that a pyxis ciisafe system door was failed to open the customer stated that this malfunction occurred it was during the removal of medication for a unit but not for a specific patient. They were able to bypass the message and pull the medication accordingly. There was no delay in patient care workflow. There were no adverse events or injuries reported based on this event.